Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 693565 implantable tachy lead, (B)(6) 2013; 419478 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient complained of back pain post-implant. The physician thought there might be a micro-perforation of the atrium. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.